Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 79-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was pink/brown tinged urine and the plasma-free hemoglobin was 470. Good pump position was not confirmed via imaging. After six hours on support, the device was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. While on support, the device functioned at p-7 at 3.5l/min as intended with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to the patient's underlying cardiogenic shock and/or potential malposition of the device.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
It was reported that the hemolysis resolved as soon as the device was replaced with a 5.5.